Manufacturer narrative:
The insulin pump was received with button error alarm and no button response due to flattened button dome switch (act). No moisture damage on electronics noted. Analysis was unable to perform unexpected restart test due to no button response. The insulin pump had a scratched display window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart alarm and button error alarm. The blood glucose at the time of the incident was 159 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.